Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: item # 51-107220, stem, lot # unk; item # 650-1057, head, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05927, 0001825034-2018-05929, 0001825034-2018-05931.

Event description:
It was reported that approximately 1 month post implantation, the patient was recommended for a wound revision due to unknown reasons. The patient chose to treat the wound conservatively and was given oral antibiotics. Attempts have been made and no further information has been provided.

Event description:
It was reported that approximately 1 month post implantation, the patient was recommended for a wound revision due to delayed wound healing and superficial infection. The patient chose to treat the wound conservatively and was given oral antibiotics. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.